Event description:
The phsician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. Before the physician was able to perform any intervention the occlusion balloon deflated. The device was removed and replaced with another to complete the case.